Event description:
The device was used during a laparscopic liesbreak procedure. It was reported by the affiliate that while taking out the obturator, the silicone gasket was torn. This caused leakage of co2. The silicone gasket was retrieved. There was no pt consequence.